Manufacturer narrative:
A thorough investigation was performed to determine the cause of the damages to the c10-3v transducer lens. Based on the evidence available in this investigation, the reported damage to the lens most closely aligns with use-related factors such as repeated handling and frequent cleaning or sterilization cycles. There is no indication of non-conforming material at shipment, nor any evidence of a design anomaly that would warrant further action. The replacement transducer is in service with no further similar issues.

Event description:
It was reported that the c10-3v transducer had a hole in the lens with exposed electronics. This was associated with an epiq 7c ultrasound system. There was no patient or user harm. The service engineer inspected the transducer to confirm the reported problem. The transducer was replaced to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.